Event description:
It was reported that the patient died. In (B)(6) 2020, the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 100% stenosis and was 30 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 mm x 32mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Six days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2025, the patient died. At the time of the event, the patient was on aspirin and ticagrelor. The cause of death was unknown, and no action was taken to treat the event. It was unknown if an autopsy was performed or not.

Manufacturer narrative:
B2: date of death: used the first day of the event month as the date of death as it was not provided. B3: date of event: used the first day of the event month as the event date as it was not provided.